Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included vitamin b12 nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced insomnia ("insomnia"), headache ("headaches") and ovarian cyst ("cyst on my right ovary"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, headache and ovarian cyst outcome was unknown and the insomnia had resolved. The reporter considered headache, insomnia, medical device removal and ovarian cyst to be related to essure. The reporter commented: there is no ovary on my left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event cyst on my right ovary was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced insomnia ("insomnia") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and headache outcome was unknown and the insomnia had resolved. The reporter considered headache, insomnia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: headache, insomnia and medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event medical device removal added. Outcome for the event insomnia updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.